Event description:
A customer contacted baxter technical services (bts) regarding assistance with the heater bag becoming disconnected during the initial drain on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to end therapy early and remove the cassette. The tsr advised the hp to start over with new supplies. The hp was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of connection issue was not be confirmed and the root cause was undetermined, due to the sample not being returned.